Event description:
Pace medical was notified on may 16, 2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with the complaint that there was no rapid pacing and rate values out of range. Technician analyzed the device and performed a solder repair to a component. Device performed as intended. Device was re-calibrated and final tested. All tests passed and the device was returned to the customer. Reason for fault: unknown. May have been caused by a mfg defect or rough handling / sudden impact.